Event description:
It was reported that the customer jumped into a pool with the insulin pump on and the device had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded motherboard and a liquid crystal glass.